Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. While threading the catheter, the peel away sheath was attempted to be peeled and one side of the tab broke off. Scissors were needed to cut the remainder of the sheath in order to complete the procedure.